Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap auto biflex device's sound abatement foam. The patient alleged kidney disease/toxicity. No further clinical details or medical intervention were reported. Due to potential litigation surrounding this case, no follow up can be performed at this time. If any additional information is received, a follow up report will be filed.